Event description:
Spontaneous notification was received by baxter (B)(4) on (B)(4) 2012 from a nurse at the treating renal unit stating patient was diagnosed with peritonitis. No further information has been received.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The complaint was not confirmed as no sample was available for evaluation and no issues relating to this complaint were noted in the batch file review requested. No root cause has been determined. Manufacturing records for batch spc4466 11i12h15 were reviewed and there were no issues detected during the production of this batch relating to the nature of this complaint. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique.